Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Multiple follow up attempts were made by tandem technical support, however, no response was received by the customer. No additional information was provided.